Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2016. Explant date: (B)(6) 2016. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 18244486.

Event description:
It was reported that the patient underwent an explant procedure due to ineffective pain relief. No further information has been obtained despite good faith efforts.